Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover, however, the symbols were worn off. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly. Additionally, the pump battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up/down/ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.